Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a high bipolar threshold. Reprogramming was done to unipolar polarity, and the lead had excellent threshold in unipolar. The lead remains in use. The patient is a participant in clinical study. No patient complications have been reported as a result of this event.